Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months, however, no records have been found. No further evaluation will be performed.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her treatment. When the tubing set was removed fluid was found inside the cassette door. The patient was advised to contact her pd nurse. The set was discarded. During follow up the patient's pd nurse reported the patient's effluent remained clear and she did not have any signs of infection. She was prescribed 1 dose of prophylactic antibiotic ancef.